Event description:
It was reported the sheath and PICC were inserted in the patient. When they went to break the peel-away the plastic wing piece broke away from the sheath body completely. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the sheath and PICC were inserted in the patient. When they went to break the peel-away the plastic wing piece broke away from the sheath body completely. No patient harm was reported. The patient's condition is reported as fine.